Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure on (B)(6), 2020 according to the complainant, during preparation, when the device was unpacked, the obturator was not in the sterile pack. Instead, it was found in the packaging outer box. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code 3191 captures the reportable event of device obturator was not in the sealed package however found in the outer box. Block h10: a visual examination of the revealed that there is no visual damage on the complaint device. Based on the information available and the analysis performed, the unit returned did not show evidence of either the alleged issue or any defect that could have contributed to the event reported, therefore, it was concluded that the investigation conclusion code of this event will be documented as no problem detected since the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed, and from the information available this device was used per the directions for use (dfu).

Event description:
It was reported to boston scientific corporation that an endovive securi-t percutaneous replacement gastrostomy tube was used during a feeding tube replacement procedure on (B)(6), 2020 according to the complainant, during preparation, when the device was unpacked, the obturator was not in the sterile pack. Instead, it was found in the packaging outer box. The procedure was completed with a new endovive securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event.